Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. No further information is available, although it has been requested. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that the patient's stem subsided from previous revision surgery. Acetabulum was loose (competitor's). Proceeded to tritanium revision shell and cone/conical mod. Restoration."